Manufacturer narrative:
Customer reported that there was no disposable alarm. Tamper seals were all intact, the device was contaminated with fluid ingression on the pump. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor which possibly caused the issue. Performed visual inspection of the pump. Unable to determine who caused the problem. Replaced downstream sensor.

Event description:
It was reported that the device had no disposable alarm during testing. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was no disposable alarm. Tamper seals were all intact, contaminated fluid ingression on pump. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor which possibly caused the issue. Performed visual inspection of pump, ran pump with returned program nda testing. Unable to determine who caused the problem. Replaced downstream sensor.

Event description:
It was reported that the device had no disposable alarm during testing. No patient injury was reported.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy plus pump, the pump exhibited no disposable alarm. No patient involvement reported.

Manufacturer narrative:
Customer reported that there was no disposable alarm. Tamper seals were all intact, contaminated fluid ingression on pump. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor which possibly caused the issue. Performed visual inspection of pump, ran pump with returned program nda testing. Unable to determine who caused the problem. Replaced downstream sensor.

Event description:
It was reported that the device had no disposable alarm during testing. No patient injury was reported.